Manufacturer narrative:
H2) annex g/img code updated to reflect correct component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0. H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during the case, the site registered the patient and verified. It was noted that they were using the side emitter. When the site went to introduce the catheter with the stylet, they noticed it was inaccurate by about 1cm above the surface of the skull. They brought in the pointer and found the same inaccuracy. The site tried clearing the field of any metal interference but ended up aborting navigation after this did not resolve. The manufacturing representative (rep) did note that the invasive patient tracker was showing up as red in the tracking details and stated a max geometry error of 3.5mm. There was no impact on patient outcome. There was no surgical delay.